Manufacturer narrative:
Other, other text: no product returned with inability to perform investigation. Also, additional information received from the customer that unit failed while not in use with a patient.

Event description:
It was reported that smiths medical cadd legacy pump displayed "pump is indicating the "pump empty" even though there the cassette is full". No adverse patient effects were reported.